Event description:
Baxter korea reports a dry minicap. The pt noted the minicap was dry while opening the package. The pt noted the sponge color was lighter than usual; however, the pouch was intact and completely sealed. No pt injury or medical intervention per baxter.